Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. Cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In the same visit the lens was exchanged for a replacement lens and the problem was resolved. It should be noted that the patient's acd was less than 3.00mm and age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.